Event description:
It was reported that a contour stent was implanted to a patient. Two weeks later, a ureteroscopy with planned stent removal procedure was performed, it was found that the stent was calcified. The stent was successfully removed from the patient and there was no new stent replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a040501 captures the reportable event of stent calcified.